Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 162mg/dl, 113mg/dl. Tests were done 2 mins apart with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.